Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear from use at the external threads, and thread damage at the internal drive feature. No relevant pre-existing conditions were noted on the per. The reported device was located on tooth # 29 (universal) and was removed the same day as implantation. Document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. & ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 7 ¿ prepare the implant for healing:; page 9 DHR review was completed for the subject lot number 63773179. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63773179) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (damaged threads) or product (tsvwb8). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed the following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth unknown / not provided. Email address unknown / not provided. PMA/510(k) number k011028/k013227.

Event description:
It was reported that the cover screw was unable to be placed into implant. It was found that the thread of the implant was damaged. Surgery was completed using another implant. Tooth location 29.